Event description:
It is reported that the initial knee replacement surgery took place in 2004, and that the patient was revised in 2008, due to loosening of the stem connection.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: cause cannot be definitively determined. The n-k ii revision tibial stem has clearly loosened from the n-k ii revision tibial baseplate however it is unclear if the stem was loose upon implantation or if it loosened over time. The provided a/p x-ray taken in 2008, just prior to the second revision surgery indicates varus knee alignment of the knee. Furthermore, this x-ray suggests a mal-position of the tibial stem, as it is positioned laterally in the tibia with respect to the intramedullary canal. There may be a cause-and-effect relationship between the varus alignment and mal-position of the tibial stem or vice-versa. However, this cannot be determined conclusively. Without x-rays taken immediately following the first revision surgery it is unclear whether the stem was initially mal-positioned or if the stem migrated laterally over time. It is also unclear as to whether or not a cause-and-effect relationship exists between the loosening of the stem and the mal-position. Evaluation: device history records indicate all components were manufactured and inspected to specification.